Event description:
It was reported that, "patient caught her foot, twisted her leg, fell and fractured her femur. Took out old prostheses, cabled the femur then put in a cemented stem."

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.